Event description:
Pt came in due to pain that she was experiencing and through x-rays it was determined that the implant had moved from the space that it had been implanted in 2006. Implant was reinserted back into the disc space in 2007.

Manufacturer narrative:
X-rays of 2007, were evaluated and no root cause could be determined as to why the implant moved from its initial position. Implant was not returned for eval, but remains implanted. Another implant from the same lot was visually and dimensionally evaluated and found to meet specifications. Event log for MDR 1833824-2007-00003: in 2006 - device was implanted into pt. In 2007 - device was adjusted back into the original location. Pioneer was notified of device migration and revision surgery. Sixteen days later - pioneer rep contacted independent sales rep for further info about the condition of the pt. No more info was available. X-rays were reviewed by pioneer staff and no conclusions could be made as to the root cause of the product migration. On 3/27/07 - pioneer submitted MDR 1833824-2007-00003 to the FDA.